Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient underwent a routine post-procedure chest x-ray and no pneumothorax was identified. An unspecified time later, the patient complained of shortness of breath. As a result, a 2nd unplanned chest x-ray was performed and a 1cm pneumothorax in the apex was found. The size of the pneumothorax did not increase in size over time. The physician stated that the biopsy forceps contributed to the pneumothorax. A chest tube was placed to resolve the pneumothorax. Additionally, the patient was hospitalized for 2-3 days and then discharged home. During the procedure, it was noted that the catheter was jumping around. It was hard to reach the lesion on the top of the upper lobe with a big curve and the catheter jumped between biopsies. However, the physician indicated that an ion product did not malfunction. The physician stated that the pneumothorax would have likely occurred even if another biopsy device was used as the patient had bad emphysema. The physician also added that a computed tomography (CT) guided needle biopsy would have guaranteed a pneumothorax.